Event description:
During product evaluation the pump's batteries were found to be depleted. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of a pump with depleted batteries was confirmed. Inspection of the device found that the pump's batteries were potentially damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.